Event description:
It was reported that this implantable pacemaker had longevity dropped from 2.5 years to less than 3 months in a span of 4 months. Boston scientific technical services (ts) discussed that this could be the transition from coulomb counter to blending with voltage. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pacemaker had longevity dropped from 2.5 years to less than 3 months in a span of 4 months. Boston scientific technical services (ts) discussed that this could be the transition from coulomb counter to blending with voltage. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.